Manufacturer narrative:
Please note: this cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.

Event description:
While a 2.5 x 18mm cypher stent delivery system was being delivered to the obtuse marginal, the stent delivery system became stuck inside of the guiding catheter. The physician retrieved the stent delivery system and found that the distal end of the stent was flared. Therefore, a 2.75 x 16mm taxus stent was implanted instead and the procedure was completed. There was no reported patient injury. The patient was admitted for a procedure in 2007. The patient had a 99%, de novo lesion in the obtuse marginal branch. The lesion was moderately calcified and moderately tortuous.